Event description:
Health professional reported a port was removed and replaced. No additional info provided. F/u info: health professional stated the device was explanted due to "tubing to have a large leak" near the stainless steel connector. "No etiology." The event was first noticed when pt noticed no restriction, so an x-ray with contrast was performed and showed the alleged leak.

Manufacturer narrative:
(B)(4). Allergan has received the product however, the device has not been identified, nor has the analysis been completed at this time. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿